Event description:
It was reported that both of the patient's leads have high impedances, and the patient is unable to enter the ipg into MRI mode. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.